Event description:
It was reported through literature that an asahi sion blue guide wire was trapped by the des and stent graft that were deployed to seal vessel rupture. The guide wire was then fractured. Publication: jacc: case reports (2025) volume 30, no. 3 title: when 3 fundamentals of disaster meet during elective pci. Excerpt is as follows: it was reported that a 74-year-old female with type 2 diabetes mellitus, hypertension, severe chronic obstructive pulmonary disease (copd) likely due to active or prior smoking, and severe peripheral artery disease (pad) including prior stenting of the right external iliac artery received a percutaneous coronary intervention (pci) to treat a heavily calcified, heavily tortuous, and severely stenosed lesion in the mid right coronary artery (rca). Although the initial wiring with an asahi sion blue guide wire was unsuccessful, an asahi sion black guide wire successfully crossed the lesion. After pre-dilatation was performed with a 2.5mm artimes semi-compliant balloon catheter (brosmed), perforation was observed in the distal posterior descending artery (pda). Attempts were made to occlude the perforation with the 2.5mm semi-compliant balloon but failed. The sion blue guide wire was used for parallel wiring, and four azur cx coils (terumo) were deployed with use of a progreat microcatheter (terumo). Following pre-dilatation of the mid rca, a flow-limiting dissection occurred. The combination of the dissection and the prolonged occlusion of the pda resulted in an ischemia-driven electrical storm. Consequently, mechanical cardiopulmonary resuscitation was initiated, and more than 10 consecutive defibrillations were performed. Two synergy xd drug-eluting stents (des) (boston scientific) were deployed in the proximal to mid rca, which could successfully restore the coronary artery flow. After the successful revascularization by way of des deployment, an acute stent thrombosis was observed, which required another ventricular fibrillation and administering of additional 5,000u of unfractionated heparin, resulting in reperfusion. Despite distal coiling, ongoing intra-myocardial and epicardial fat bleeding from distal pda perforation was observed on angiography. Balloon occlusion of the proximal pda / rca region with a 3.0 mm semi-compliant balloon catheter and with an upsized 3.5 mm semi-compliant balloon catheter was performed, which was followed by coronary vessel rupture. An attempt to seal the rupture with a begraft covered stent graft (betley) was advanced to the rca. Upon expansion, the covered stent graft was trapped within the already implanted des in the proximal rca and dislodged from its delivery balloon catheter. The graft remained distorted within the guiding catheter and could not be deployed at the target site. Retrieval attempts with small balloon technique failed. Stent crushing was then attempted with another des, in which rewiring with a sion blue guide wire was successful. However, des delivery was unsuccessful, and the stent was also lost. Eventually, the sion blue guide wire was trapped by the des and stent graft and fractured. At last, a self-made snare was used to recover the distorted and elongated des and the sion blue guide wire fragment. Then, an asahi gladius ex guide wire was used to cross the stent graft in the proximal rca. A 3.5mm sapphire nc24 non-compliant balloon catheter (orbusneich) was used for dilatation to press the stent graft against the vessel wall, which successfully preserve flow from the proximal to the distal rca. However, unfortunately, the patient ultimately died from cardiogenic shock secondary to right heart failure. In the review and discussion section of the article, the physician commented that using a microcatheter up front to escalate to a polymer-jacketed specialty wire and change back to a safe workhorse wire before any predilatation would have lowered the risk of distal perforation (hazard 1). The physician also mentioned that prolonged coronary ischemia during the distal intervention (hazard 2) due to poor coronary flow, severe stent underexpansion with consecutive acute stent thrombosis (hazard 3), and stent graft entrapment (hazard 5) were likely caused by insufficient preparation of the proximal disease. Simultaneously, keeping the activated clotting time at a suboptimal level due to distal perforation and ongoing bleeding at the beginning was mentioned as a contributing factor to acute stent thrombosis (hazard 3). As for vessel rupture (hazard 4) upsizing to the 3.5mm semi-compliant balloon catheter for balloon occlusion without keeping the 1:1 sizing to the vessel diameter was concluded as the cause of coronary vessel rupture. Additionally, the overall unfavorable outcome, namely the amplification of the impact of the procedure-related complications, was considered to be attributable to prolonged myocardial ischemia due to cumulative cardiopulmonary resuscitation lasting more than 40 minutes and to ventilatory impairment related to the patient's pre-existing severe copd. The sion black guide wire that was used in this same case is being reported in MFR report #: 3003775027-2025-00257.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Investigation result: device evaluation could not be performed because the affected devices were discarded and not returned from the user facility. Lot history record review: lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. During the manufacturing process each unit of this product undergoes tip load testing. Conclusion (root cause): based on the literature information and referring to known similar events, it was presumed that tension exceeding the product design limit generated with guide wire removal attempts might have been locally applied to the distal segment of the subject sion blue guide wire while its distal segment had been caught by the deployed stents. Consequently, the distal segment of the guide wire was separated. Although it was concluded that the reported wire separation was not attributed to product quality, it was concluded that removal of the wire fragment with a snare was an additional treatment and therefore a health hazard. Furthermore, it was concluded that the event needed to be reported as the final outcome was patient death. Based on the literature report and review of known similar events, the fatal outcome was not attributable to a device malfunction or manufacturing defect. Instead, the event resulted from a sequence of five pci-related procedural hazards, all of which are recognized complications described in the IFU. These included distal wire perforation, ischemia-driven electrical storm following dissection and prolonged occlusion, acute stent thrombosis, coronary vessel rupture, and stent graft entrapment with subsequent stent dislodgement. It can be concluded that the cumulative impact of these complications, together with the patient's significant underlying vulnerability (severe copd, frailty, peripheral artery disease), led to prolonged myocardial ischemia, repeated resuscitation efforts, and ultimately cardiogenic shock. These hazards progressively compromised the patient's coronary perfusion despite appropriate interventional management. The combination, not any single hazard alone, contributed to the fatal outcome. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. If resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel. Do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart. [Malfunction and adverse effects] removal difficulty of guide wire, separation or breakage of the guide wire, death.